Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as ¿the patient has not always met the standards of aseptic technique for home therapy¿. The peritonitis was manifested by abdominal pain, vomiting and cloudy effluent. The patient was treated (at home) with intraperitoneal cephalothin and amikacin (doses and frequencies not reported). Two days after the start of antibiotics there was no improvement noted so the patient was hospitalized and the medication was changed to intravenous vancomycin and ertapenem (doses and frequencies not reported). The patient was discharged four days after admission with antibiotic treatment to continue for sixteen days. Pd therapy was ongoing. The patient was recovered from this peritonitis event. The patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.